Manufacturer narrative:
This electrode is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy in primary vector due to t-wave oversensing in the context of very low r-wave amplitudes and poor r/t ratio. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) has been reprogrammed to alternate vector. Technical services was consulted and recommended a complete and optimized x-ray evaluation in order to understand the system placement accurately and to understand if findings, in terms of signal quality, could be system-related or patient-related. At this time, the patient remains in the hospital under close monitoring. Besides the inappropriate shocks and hospitalization, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information: this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Neither the s-ICD nor the electrode will be returned as hospital staff did not keep them post explant.

Event description:
It was reported that this electrode delivered inappropriate shock therapy in primary vector due to t-wave oversensing in the context of very low r-wave amplitudes and poor r/t ratio. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) has been reprogrammed to alternate vector. Technical services was consulted and recommended a complete and optimized x-ray evaluation in order to understand the system placement accurately and to understand if findings, in terms of signal quality, could be system-related or patient-related. At this time, the patient remains in the hospital under close monitoring. Besides the inappropriate shocks and hospitalization, no other adverse patient effects were reported. This s-ICD system remains in service.